Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, balloon rupture occurred. The 90% progressive target lesion was located in the moderately tortuous and severely calcified antebrachial shunt. The physician inflated the 4.0 x 40 x 80mm sterling balloon twice to 14atm after crossing the lesion. The balloon was used to dilate the lesion. Upon the 2nd inflation, the balloon ruptured. The device was removed intact. The procedure was completed with a different device. There were no patient complications. The patient status is good.

Manufacturer narrative:
Age at time of event: (B)(6). (B)(4). Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).